Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. It passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon sensed that something was wrong with 8mm monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument's wrist had a limited range of motion. User could not operate it as usual. The instrument did not experience loss of cautery or intermittent energy delivery. The instrument did not move in opposite or reverse direction, nor did it move uncontrollably. The movement on instrument was limited and imprecise. The instrument was returned for evaluation.